Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were dispatched from emergency room service and admitted to hospital due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020 with blood glucose of 390 mg/dl and other blood glucose value was 430 mg/dl. The customer experienced symptoms such as nausea, vomiting and weakness. The customer was treated with intravenous insulin drip. The customer was not using auto mode. The insulin pump will not be returned for analysis.